Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a high stick of a deep tissue track access site was used in a common femoral artery. Proglide suture preplacement was attempted for a severely obese patient using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, it was difficult to place a sheath; however, a proglide was inserted into the anatomy with no return of blood flow from the marker lumen. Proglide use was abandoned. An extensive cut down of the patient was required to access the vessel well to perform the procedure. The sheath was upsized and the tavr procedure completed. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.